Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the vision went black. The site reset the camera cable, cleaned the scope and the camera lens to restore vision which helped to restore vision, but the quality was dull. The procedure was completed laparoscopically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the procedure was converted because of the dull vision. The conversion did result in adding additional ports. There was no additional reported patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified that the cause of the vision issue was fiber optic circular material transfer (mt) cable. The part needed to be replaced to resolve the issue. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.